Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, on an unknown date the patient experienced stoma site discharge, odor and inflammation. On (B)(6) 2022, the patient started receiving madopar treatment for 3 days under the suggestion of the daughter without any medical instruction. The patient was instructed not to receive treatment without medical instruction. On an unknown date, the patient was prescribed ceclor 750 mgs twice per day for 7 days, and to place octanisep + fucidin in the stoma site twice per day for 7 days for the stoma site by the gastroenterologist. The patient was advised to consult with a surgeon for further evaluation if there is no improvement.